Event description:
It was reported that the right atrial (ra) lead had high capture. The ra lead was explanted to make room for the new lead implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.